Event description:
A malfunction on the pump was reported by the caller, but no related events occurred beforehand. The caller confirmed that there was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. In response, customer technical support (cts) decided to replace the pump, providing instructions for using multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The cts guided the caller on how to prepare the pump for return and dispatched a replacement pump, requiring the original pump to be returned with a pre-paid label within 10 days.